Manufacturer narrative:
Date sent to the FDA: 10/23/2019. Corrected information: ( lot unknown). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Please note: representative samples, which were returned, correspond to a different product code v346h and analysis results were captured only in these following medwatch reports: 2210968-2019-88044, 2210968-2019-88046, 2210968-2019-88047, 2210968-2019-88048 and 2210968-2019-88049.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2019 and suture was used. The suture broke during the procedure. The surgeon need to suture the uterine breccia several times with a consequent unknown prolongation of the duration of surgery. The procedure was quite complicated. The patient bled more for different passages of the needle to the uterus. There were no adverse patient consequences reported.